Event description:
It was reported the multifocal intraocular lens was removed and replaced without complication due to the patient's intolerance of the halos and glare he was experiencing. A monofocal iol was implanted.

Manufacturer narrative:
The lens was received and verified to have signs of handling. Dried solution was observed on the optic surfaces. The results of our inspection found no manufacturing defects. Halos are a known and labeled possible side effect of multifocal lens implantation. Our observations reasonably suggest the cause of this event was not manufacturing related.